Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test every morning at 10 a.m. For the last two weeks. Customer's blood glucose level was 12.3 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump was received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.